Manufacturer narrative:
Maintenance information was reviewed with the office and maintenance sheets were sent. Bearings/bears are worn and gritty in the drive assembly and shaft, chuck wobbles and contains a medium amount of debris.

Event description:
The handpiece became hot and burned the patient's cheek. Patient was given advil/tylenol combo treatment along with penicillin and oxifresh gel.